Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.25 x 38mm synergy ii drug-eluting stent was selected for use. However, when the device was took out the from the package, stent damaged was noted. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. A 2.25 x 38mm synergy ii drug-eluting stent was seleced for use. However, when the device was took out from the package, stent damaged was noted. There were no patient complications nor injuries reported. It was further reported that the procedure was completed with a different product.

Manufacturer narrative:
Device is a combination product. B3 - date of event: corrected from (B)(6) 2020 to (B)(6) 2020.